Event description:
It was reported that the insulin pump alarmed unexpected restart after customer inserted new battery. Customer stated that the battery cap was worn out. Customer's blood glucose was 417 mg/dl and second reading was 277 mg/dl. Customer treated with manual injection. Troubleshooting was done. It was found in the alarm history that the insulin pump alarmed battery out limit and failed battery test. Customer stated that the insulin pump was stored or not in use for an extended period of time. The customer was advised to monitor the insulin pump and to call back if issues persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.